Manufacturer narrative:
Model number/catalog number: sc-1160,serial number: (B)(4),batch/lot number: 343316,model/catalog description: spectra wavewriter ipg kit.the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients lead came out of the skin. The physician believed it was not device or procedure related. The patient underwent an explant procedure. The patient was given antibiotics and was doing well postoperatively.